Event description:
It was reported during a prostate biopsy procedure, upon removal from the pt, a burr was noted on the outer cannula of this biopsy needle. Another device was used to successfully complete the procedure without any pt complications. The pt's condition is good. This device has not been received for evaluation. Therefore, no failure analysis is available. As a lot number for this device was not provided, a device history search could not be performed. Follow up indicated the device was test fired outside the pt. User technique during preparation of this device may have contributed to this event. However, co is unable to determine the exact cause for this event.